Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was admitted to the hospital. Upon interrogation is was reported the right ventricular (rv) lead has loss of capture (loc), an increase in pacing impedance and high pacing thresholds. The physician is concerned about a possible lead conductor fracture. Tachy therapies have been disabled and patient remains in the hospital until they decide of course of treatment. The patient is also waiting on a heart transplant.